Event description:
The facility's biomedical tech reported a fail code 810:11. The fail code occurred during a flow check which was being performed during biomed testing. Additional contact info was requested but no additional contact was identified. The biomedical tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event.